Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a gradual increase in both thresholds and pacing impedance. R waves had dropped. The lead had now alerted for a high and undefined pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.